Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced fluctuating hearing performance and in situ measurements showed temporarily very high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. Reportedly the recipient suffered from an edema, which likely contributed to the observed issue. After the edema subsided hearing is back to normal again. The device remains implanted and in use. This is a final report.

Event description:
The user was implanted on (B)(6) 2021. Hearing benefit was good at activation. However on (B)(6) 2022 she reported that the hearing performance with the device was poor (unclear sounds) and there was a slight edema at the implant site observed. The user was under observation for a month. Reportedly, the auditory response was good again after the edema disappeared. Re-implantation is therefore not considered at this time.

Event description:
The user reported on (B)(6) 2022 that the hearing performance with the device is poor (unclear sounds) and upon troubleshooting abnormal measurements were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.